Event description:
The hospital reported that during an endoscopic vein harvesting procedure, one of the "extension tubes" of the c-ring pulled out when the harvester was cleaning the c-ring. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on 07/09/2010, for investigation. A visual inspection revealed that the cannula was returned with the c-ring assembly intact. There were no nonconformities with the device. Based upon the received condition of the unit, the reported complaint, "extension tubes of the c-ring pulled out" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to the reported failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).